Manufacturer narrative:
Batch review performed on 02 july 2018; lot 178413: (B)(4) items manufactured and released on 30 march 2018. Expiration date: 11.03.2023 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 06 july 2018; based on the finding intra operative the cup was solid and correctly position. We had to up one size on the stem and on the femoral head we used an xl.

Event description:
We were informed on 08 june 2018 that before primary surgery the hip was found dislocated: the surgeon was able to put the hip in place in pre-op with little effort. Then, during the primary surgery, an mpact 2 hole shell was used, but no screws were used since the doctor determined it felt solid. The next day the patient continued with pain: the shell was found misplaced. On (B)(6) 2018 we were informed that the surgeon revised the cup, head, liner and stem. The surgery was completed successfully